Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, ' improper shut' was reproduced. A review of the history log revealed improper shutdown messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be to be dried liquid substance on the back flex battery contact pin is the cause of the depressed/jammed and unable to rebound as designed. The back flex battery contact pin requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information h6, h11: h6: investigation conclusions is corrected from d02 to d11 for the dried liquid substance on the back flex battery contact pin required cleaning per evaluation. H11: the device was received for evaluation. During functional testing, ' improper shut' was reproduced. A review of the history log revealed improper shutdown messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be to be dried liquid substance on the back flex battery contact pin is the cause of the depressed/jammed and unable to rebound as designed. The back flex battery contact pin will be cleaned to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had improper shutdown. This occurred during programming/setup in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.